Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump, model # 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was caused by the shaft-bearing.

Event description:
It was indicated that a critical pump alarm was heard and telemetry confirmed that the alarm was due to a motor stall. The pump logs showed multiple motor stalls and recoveries. The first motor stall occurred on (B)(6) at 2:56 pm and the last occurred on (B)(6) at 5:24 pm with no recovery noted. It was stated that the patient was doing okay; he had no therapy or medical problem. Subsequently, the pump was replaced. The device system was being used to deliver gablofen. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).